Event description:
It was reported that an 8015 pcu was affected by plastic recall. There was no reported patient involvement.

Manufacturer narrative:
Upon further review of the complaint, it was determined that manufacturing report number 2016493-2021-64009 was incorrectly submitted. The complaint is associated with a broken rear case. This issue would not likely to cause or contribute to a death or serious injury if the malfunction were to recur.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that an 8015 pcu was affected by plastic recall. There was no reported patient involvement.